Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging meter casing issue. The insertion port of the meter does not hold the strip tight enough that when blood sample is applied to the side-fill strip, the strip will slightly be tilted to one side by the force of touching the fingerprick site. The circuit is hence broken and a black screen appears, and the meter will then automatically shut down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.